Event description:
Additional information received reported the patient was reprogrammed on (B)(6) 2014. The patient ¿must be doing well¿ and they were advised to call if they had any issues and the manufacturer representative had heard nothing more.

Event description:
It was reported the patient was not able to adjust stimulation. There was a ¿call your doctor¿ icon and an out of regulation (oor) condition. It was reported to the physician 4 days prior to report and the patient had experienced a few shocks from head to toe for the past couple of months prior to report. The oor occurred more recently. There was a short circuit on the right side with contacts 9 <(>&<)> 10 when testing at 0.7v but after the impedances were re-run at default 3v they came back to normal. The left side was ¿clean.¿ the current battery voltage was at 2.84 at the time of report and it had not been implanted that long. Additional information received the patient would be seen by their doctor the day after report. The patient was oor even after reprogramming the week prior to report. It was further reported the patient was seen on the day of report and they still had an oor message on their programmer. It was noted since the patient¿s reprogramming session 10 days prior to report the patient only experienced shocks on one day, at three times (2 sitting and 1 while driving). They had not been using telemetry excessively prior to the patient¿s oor condition.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0ccdl, implanted: 2014-(B)(6), product type lead. Product ID 3387s-40, lot# va0ccdl, implanted: 2014-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. (B)(4).